Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported when stimulation was turned on post-operatively, the patient experienced nausea and vomiting. The patient made the decision with their healthcare professional for explant. An MRI was done on the patient¿s head, but the results were not available at the time of this report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the patient's device was explanted on 2017 (B)(6). It was reported that after the system was originally implanted, the patient had olfactory hallucinations, nausea and vomiting, upper extremity numbness/tingling, visual field loss, and headaches. The MRI yielded no substantial findings. It was also reported that the sensations continued even when the device was turned off. No further complications are anticipated.